Event description:
Analysis of the lead was completed on 12/03/2014. During the visual analysis of the returned 385mm portion the (-) green electrode quadfilar coil appeared to be broken at the proximal end of the anchor tether. Scanning electron microscopy was performed on the connector end of the (-) green electrode quadfilar coil (found at proximal end of the anchor tether) and identified the area on three of the broken coil strands as being mechanically damaged which prevented identification of the coil fracture type and no pitting. The remaining broken coil strand was identified as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage no pitting. Scanning electron microscopy was performed on the electrode (mating) end of the (-) green electrode quadfilar coil (found at proximal end of the anchor tether) and identified the area as being mechanically damaged which prevented identification of the coil fracture type and no pitting. It is unknown if the breaks occurred while stimulation was present due to the absence of metal pitting on the broken coil wire surfaces. With the exception of the observed discontinuity the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Event description:
It was reported that the vns patient underwent lead replacement surgery on (B)(6) 2014 due to high impedance. The explanted lead has been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.